Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Throughout the investigation the reported fault could not be confirmed as the auditory advisory prompts issued by the device were audible and clear with no omissions from the dialogue. Heartsine downloaded the device's memory log which shows that the device logged the advisory speech prompts during all manual power cycles. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.